Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient just had surgery to implant implantable neurostimulator (ins) and leads for pain due to a head injury. The reporter stated that the patient was not feeling the stimulation. The patient wasn¿t feeling the stimulation like she was supposed to on the right side. The symptoms reported were right side head stimulation cutting out. This was considered sudden change. The patient stated that her implant was only working on one side. The patient stated that it was not working evenly and sometimes neither side was working and she could only feel it across the base. The patient stated that her settings only allowed her to adjust up and down. The patient was just implanted on the day of report. The patient was programmed to cycling at 30 seconds on 10 seconds off. The patient stated that the timing was off. It was unknown if the change in therapy was related to positional movement. The patient synced the programmer and it showed that stimulation was on. The patient did not have the ability to change amplitude, groups, and or programs. The patient had only one group with 2 programs. The patient was going to wait until the day after report and call the healthcare professional (hcp). The patient was hoping the hospital was going to call the rep to see if she was still in the hospital before pt got released to go home shortly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reported that the patient was programmed 3 times in the clinic since the event. An impedance check was done showing no abnormal values. The patient was then reprogrammed and she felt the stimulation. There were no issues with the implanted system. The issue had been resolved and the patient had been reprogrammed and she felt the stimulation at the right area.